Manufacturer narrative:
Thus-far, attempts by adc to retrieve the product have been unsuccessful. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi (greater than 500 mg/dl) while wearing the adc freestyle libre 2 sensor compared to a competitor's brand meter on (B)(6) 2021. The customer reported being unable to self-treat, and was provided syrup and fruit by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury.